Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 486-487 mg/dl. Reportedly, the customer change the infusion set and cartridge prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.